Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that one of the patient's leads was initially placed incorrectly by the health care provider on (B)(6) 2014, so she was feeling stimulation in the front of her body, which was the incorrect location. The lead was replaced on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-02-24 reported that there was a problem since the stimulation was in the front of their chest and not the back. It was not going towards the back. An x-ray was done in follow-up and it showed the leads were too high and not placed properly. The stimulation had been in the wrong spot since the beginning in 2014. A revision of the ins occurred in 2015. It was reported that during the revision in (B)(6) 2015 the ins was moved higher.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.